Event description:
It was reported that the products came back from customer anodised (without color). There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. Event description: it was reported that the products came back from customer anodised (without color). The reported event was confirmed as the visual evaluation revealed that the device is discolored (see evaluation picture 1 - 3). The most likely cause for the reported failure is the cleaning process.